Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample identified that the patient connector and the titanium adapter did not connect flush and were difficult to connect. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). Baxter received two used sets with white cap on one and original cap dark blue connector and no cap on patient connector in reference to connection issue. During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush and was difficult to connect. Patient connector appeared to have had a connector assistance device used. Functionally hand tightened a lab titanium adapter with difficulty noted and tested set underwater at 8 psi with no leaks noted. The complaint was confirmed in the lab for connection issue. A follow-up MDR will be submitted upon completion of baxter's evaluation.

Event description:
A nurse reported that she has difficulties connecting the transfer set. There was patient involvement. There were no reports of patient injury, medical intervention, or adverse event. Additional information provided on (B)(6) 2012: the issue was during the connection of the transfer set with the titanium adapter. It was a routine change and it was done with an aseptic technique.